Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: baylis medical transseptal needle, model and lot numbers unknown. St. Jude medical agilis sheath, model and lot numbers unknown. St. Jude medical sl1 sheath, model and lot numbers unknown. Carto 3 system, model and serial numbers unknown. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s pi1-1c91us3 / pi1-1c91uv0 are related to the same incident. B5. Event description continuation: overall ablation time and last ablation cycle time at the site of injury were not reported, as it was believed that ablation did not occur at the site of injury. Irrigated catheter flow was set at 8ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 250-300 seconds. Protamine was administered immediately upon discovery of the injury. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter x 2 and suffered a cardiac tamponade requiring pericardiocentesis. It was reported that when smarttouch catheter # 1 was connected and inserted into the patient, no force readings were present and they were unable to zero the catheter. Cables were exchanged without resolution. Smarttouch catheter # 1 (17580732l) was exchanged for smarttouch catheter # 2 (17589692l) and the issue resolved. After 5 minutes of ablation in the left atrium, a tamponade was confirmed via intracardiac echocardiogram. Remainder of procedure was aborted. Protamine was administered for heparin reversal. Pericardiocentesis was in progress at the time of complaint report. Patient was returned to the ward in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that he believes it occurred during transseptal puncture, prior to ablation. Transseptal puncture was performed with a baylis medical transseptal needle. Sheaths used were a st. Jude medical sl1 sheath and a st. Jude medical agilis sheath. Generator settings included power control mode at 25 watts (not titrated), 30 degrees celsius (with cut-off of 40 degrees celsius), nominal impedance change, and contact force of 8-10 grams. When the injury was discovered, contact force was at 10 grams.

Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.